Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer did not report or reset the pump for this malfunction before, so technical support provided pump reset information and assisted in resetting it. The malfunction code did not recur after the reset, and the customer was advised they could continue using the pump, with an understanding to call back if the issue reappeared.